Manufacturer narrative:
Retainer ring = black . Customer returned pump for an alleged short battery life/no delivery/occlusion alarm/keypad unresponsive/button error alarm/no com pump to xmtr-unresolved found on (B)(6) 2021. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. No unexpected no delivery alarm, stuck button error alarm, low battery alert or battery power loss alarm noted during testing. Successfully downloaded history files and traces using thus/carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further full review of the pump history, there is no unexpected alerts/alarms/suspends found in the pump history file/traces. The test guardian link with the watertight tester and the test contour next blood glucose meter communicating properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. The force sensor offset measured (23.1mv). ¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage found on the pump case. In summary, pump passed all required testing. Customer alleged was not confirmed for the sg reading different from the bg readings. Short battery life/no delivery/occlusion alarm/keypad unresponsive/button error alarm not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated the buttons harder to press. Customer had received unexplained no delivery alarms and insulin pump loses connection with transmitter. Insulin pump declined battery life dies every 4 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.